Event description:
When tightening instrument it starts tightening but when more resistance instrument twists in same position and doesn¿t tighten any more.

Manufacturer narrative:
Device history review indicated the reported device was manufactured and accepted into final stock with no reported discrepancies. The product experience reporting database was reviewed for similar reported events regarding a seized one sided cable tensioner. There have been no other events for the reported lot ID. When completed, the eval summary will be submitted in a supplemental report.